Event description:
The customer reported the generation of two (2) erratic sodium (na) patient results involving the dxc 700 au clinical chemistry analyzer. The customer did not provide patient demographic. The erroneous results were reported outside the laboratory and later amended. There was no report of change to treatment, injury, or death associated to this event.

Manufacturer narrative:
A beckman coulter customer technical support (cts) specialist assisted the customer troubleshoot the dxc 700 au clinical chemistry analyzer over the phone. The customer replaced the ise tubing to resolve the issue. No further issue was noted after replacement. The system returned to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter identifier is (B)(4).